Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was difficult to inject into the balloon, as the user attempted to inflate the balloon using a syringe during a pretest. The deflation was also reported to be difficult. Another device was used to complete the procedure.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 1silicone catheter for evaluation. During the visual evaluation, no issues were observed for the problem reported. Per functional evaluation, an attempt was made to inflate the catheter balloon with air and water and it felt difficult to inflate the balloon. The catheter was cut at the trifurcation site and occlusion with silicone in the inflation lumen was found. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the water was difficult to inject into the balloon, as the user attempted to inflate the balloon using a syringe during a pretest. The deflation was also reported to be difficult. Another device was used to complete the procedure.